Event description:
Caller alleged discrepant results compared with the lab. Two hours between finger stick and venipuncture. Coumadin taken at bedtime night before draw. No adverse reaction.

Manufacturer narrative:
Investigation pending.